Event description:
It was reported that after unpacking the 5.0x40x135 absolute pro biliary self-expanding stent system, when pulling out the stylet without resistance felt, the stent partially deployed, with the stent visibly, partially protruding from the sheath. The device was not used in the patient and another same size absolute pro stent was used to complete the procedure satisfactorily. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.